Event description:
Same case as# 2134265-2008-02596. It was reported that during an unspecified procedure, removal difficulties and a shaft fracture occurred. The target lesion was located within an unspecified stent in the left common iliac artery. The ultra thin diamond (ut diamond) balloon catheter was advanced through the side architecture of the stent and inflated. Once deflated, the balloon catheter became lodged in a cell of the stent. Attempts were made to pull the balloon catheter back out of the stent cell and the shaft broke proximal to the balloon. The balloon catheter was successfully removed with a snare. The physician attempted the same maneuvers with another ut diamond balloon catheter resulting in another shaft fracture proximal to the balloon. This balloon catheter was also successfully removed with a snare. The procedure was not completed due to this event. The physician elected to continue the procedure the following day. No further patient complications were reported. Patient status is satisfactory.